Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft was implanted during the endovascular treatment of a 65mm abdominal aortic aneurysm. It was reported during the index procedure, after deployment of the main body, the delivery system became blocked at the upper portion of the stent graft (free flow), making it impossible to withdraw from the patient¿s body. Due to situation and inability to end or continue the procedure which posed an immediate life-threatening situation to the patient, non-standard measures were implemented which lasted several hours in an effort to preserve the patient's life and health. The tip part of the delivery system was captured using a loop from the brachial artery, which allowed it to become free from the freeflow stents. The blocked section was removed, and the procedure completed. On (B)(6) 2024, the patient expired due to multiorgan failure. Per the physician the cause the removal difficultly is undetermined.